Event description:
The patient reported that she has began chemotherapy and has been on steroids since 2007. She stated that this has caused extreme shifts in her blood glucose levels (41-534 mg/dl). She stated that she was hospitalized (date not provided) due to elevated blood glucose and she was taken off of the steroids. She stated that discontinuing use of the steroids as well as several basal rate adjustments have helped her blood glucose. She continues to consult with her physician daily during chemotherapy about adjustments. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.